Event description:
It was reported that the pump battery was depleting quickly. Customer's blood glucose was 240 mg/dl. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.